Event description:
During shift check, customer reported that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR. " no patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(6) displayed " system error, out of service, revert to manual CPR " error message" was confirmed during the review of the archive data but not confirmed during functional testing. The autopulse platform functioned appropriately and performed as intended. Nevertheless, the processor board and the cables were replaced as a precautionary measure. A visual inspection of the returned platform was performed, and no physical damage was observed. Archive data showed system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for the autopulse platform with serial number (B)(6). (B)(6) reported on 8/8/2017 and (B)(6) reported on 5/25/2021, processor board was replaced to remedy the complaint of "system error, out of service, revert to manual CPR" error message.

Manufacturer narrative:
Correction on the investigation result narrative in section h10. The customer reported a complaint that "the autopulse platform sn (B)(6) displayed " system error, out of service, revert to manual CPR " error message" was confirmed during the review of the archive data but not confirmed during functional testing. The autopulse platform functioned appropriately and performed as intended. Nevertheless, the power distribution board (pdb) and the cables were replaced as a precautionary measure. A visual inspection of the returned platform was performed, and no physical damage was observed. Archive data showed system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).